Event description:
Customer reported they felt the output of the vaporizer was not accurate. There was no report of pt involvement. Investigation/conclusion: the unit was returned to the manufacturing site for investigation. The unit was tested, and the reported complaint was confirmed. Once the rotary valve and valve plate were replaced, the unit functioned within manufacture's specifications.